Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor an MRI tech, reported that they were with the patient and the patient stated that they had their device off since 2013. It was also reported that the device shocks and zaps her when she is around microwaves or tvs. It was reviewed that normal household appliances would not be expected to affect a device and patient was directed to follow up with their health care professional. No further complications were noted or anticipated